Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was not provided. Reportedly, customer reverted to manual injections for insulin therapy.